Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent surgery to treat excessive scar tissue. The date of surgery was (B)(6), 2011. The implanted device remains.